Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: required medical intervention. It was reported that the concentric, de novo lesion was located in the middle point of the proximal circumflex (#11), which was mildly calcified and 90% stenosed. The bmw guide wire was delivered through the lesion and pre-dilatation was performed. The vision stent delivery system (sds) was advanced, but did not cross the lesion. Additional pre-dilatation was performed three more times and the vision sds was re-advanced towards the lesion, but still did not cross the lesion. During an attempt to remove the vision sds after the failed cross attempt, it became stuck at the entrance of the guiding catheter so, the devices were removed as a single unit. However, the vision stent implant stuck at the sheath and dislodged. The dislodged stent was successfully removed with the use of a snare device. During the attempts to remove the vision stent, the bmw guide wire tip kinked and it was no longer able to be used. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis noted that only the dislodged stent was returned. The stent was returned with blood visible on the struts. The entire length of the stent was stretched. The stent outer diameters could not be measured due to the damage noted. Return of the stent delivery system (sds) may have aided in the eval. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt's disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the lesion was mildly calcified, which likely contributed to the reported failure to advance. Factors which may contribute to resistance during retraction include, but are not limited to, mfg, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. To help ensure this difficulty is not related to a mfg deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the mfg process. The guiding catheter and introducer sheath used during the procedure were not returned, and therefore, it could not be determined how they may have contributed to the difficulties experienced. In this case, it is likely an interaction with the lesion/anatomy during the multiple attempts to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy, guiding catheter, and introducer sheath, causing resistance and further contributing to the stent dislodging from the balloon. The stent was ultimately retrieved by a snare device, which likely contributed to the damage noted. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for failure to advance, difficulty to remove, or stent dislodgements for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance, difficulty to remove, and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of the units is destructively tested to verify stent dislodgement force.